Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture. A lead revision was performed and a dislodgement was confirmed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture. A lead revision was performed and a dislodgement was confirmed. This lead was explanted and replaced. No additional adverse patient effects were reported.